Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. X-rays showed fractures on the leads. Surgical intervention may take place to address the issue.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025, wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The report event of lead fractures was confirmed. As received, microscopic inspection showed the returned lead found a kink on tubing and all the internal lead wires broken.